Event description:
The patient's mother reported that the device was activated at 7:56 pm on (B)(6) 2012. At 9:26 pm her son's blood glucose was 236 mg/dl. At 10:08 pm it was 293 mg/dl and a correction bolus of 1.5 units of insulin was given. The next day his bg was elevated all day, ranging from 286 mg/dl to "high" (>500 mg/dl) despite 9 separate insulin boluses totaling 22.9 units. On (B)(6) 2012, his bg was again "high" at 12:21 am and remained between 465 mg/dl and "high" all morning despite two bolus doses given (3.75 units at 1:28 am and 4.85 units at 7:59 am. This is the last time the device was used to either test bg or administer any insulin bolus. At 9:34 am, with bg measuring 475 mg/dl, he was given 2 units of novalog by manual injection. He was taken by ambulance to akron children's hospital around noon on (B)(6) 2012. About an hour after checking in the pod was removed and discarded and the patient was placed on an insulin drip. He remained in the hospital for about 28 hours. The mother thinks the device might have had a bent or kinked cannula, but isn't certain.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to assess the cannula condition or to determine if any malfunction could have contributed to the reported hospitalization for hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia". It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."